Manufacturer narrative:
This report is submitted on june 19, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a lack of performance with device use following a loss of residual hearing post implantation. Subsequently, the device was explanted on (B)(6) 2017, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted (B)(6) 2017.